Manufacturer narrative:
The event of hard lumps is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Additional information: patient was concomitantly injected with juvéderm ultra xc (no issue with this device) in the lips with juvéderm voluma with lidocaine and juvéderm volift with lidocaine. Patient had the 2nd injection with juvéderm voluma with lidocaine 3 months after the initial injections. There were no reactions, no redness and no lumps at the time of the injections or a few days later. About 3 weeks after the 2nd injection, the patient noticed hard lumps on their lower marionette lines of the lower face as well as hard lumps that were enlarging rapidly on the nasolabial folds. The lumps did not respond to massage. Patient was treated with kenacort a and hyaluronidase to the lumps before travelling overseas 6 days after onset. Patient returned the following month where the lumps continued to appear enlarged and became harder. Patient consulted with a professor who advised the patient to start ciprofloxacin and continue hylase for the lesions. A week later, the patient woke up with swelling and a "drop in [their] upper eyelid with puffiness under [their] eye." Patient consulted with another professor who advised the patient to stop taking ciprofloxacin and begin taking clarithromycin (klacid) and to continue with hylase. The lumps did not respond to the hyaluronidase and kenacot a was added to treatment or combined with the hyaluronidase. This treatment continued over the course of 4 months. Patient had to stop taking clarithromycin as they were unable to tolerate the side effect of reflux and starting taking ciprofloxacin again. Patient had discoloration that began under their eyes, lateral and mid cheeks as well as all lateral face on both sides of the face. Patient was then referred to specialist as their conditioned worsened. The specialist advised the patient to take azithromycin and then was treated with a combination of hyaluronidase, kenacort a and lignocaine a week later. Patient is currently taking azithromycin, dr. Spiller whitening serum, vitamin c cream and probiotics. The probiotics were due to the patient feeling tired and week from prolonged used of antibiotics since the onset of symptoms. Patient also has "access hair growth" in the face as a side effect from recurrent steroid injections to the face. Patient also has "lost massive volume with areas of atrophy" from recurrent steroids injections. The patient's lumps are improving, but are still appearing to date. The hard lumps continue to persist in the lower right and left eyes, cheek and lower face. Patient is having a very difficult psychological experience and has become very conscious of their self image. Patient also had a frightening experience when the lumps were appearing quickly and were spreading towards their eyes which caused them to worry about losing their eye sight.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of lumps, swelling, biofilm reaction, granulomas, discoloration and symptoms affected their job are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of edema, skin irritation, skin discoloration, infection, inflammation and ill defined complaint: precautions for use: ¿ as a matter of general principle, injection of a medical device is associated with a risk of infection. Standard precautions associated with injectable materials should be followed. Undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paraesthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noted that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. ¿ induration or nodules at the injection site. ¿ staining or discolouration of the injection site might be observed, especially when ha dermal filler is injected too superficially and/or in thin skin (tyndall effect). ¿ rare but serious adverse events associated with intravascular injection of dermal fillers in the face and tissue compression have been reported and include temporary or permanent vision impairment, blindness, cerebral ischaemia or cerebral haemorrhage, leading to stroke, skin necrosis and damage to underlying structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in the vision, signs of stroke, blanching of the skin or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate medical practitioner specialist should an intravascular injection occur. Abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account. ¿ patients must report inflammatory reactions which persist for more than one week, or any other side effect which develops, to their medical practitioner as soon as possible. The medical practitioner should use an appropriate treatment.

Event description:
Patient reported having been injected with unspecified juvéderm voluma into the nasolabial folds and juvéderm volift with lidocaine to the mouth areas. Two months later, the patient had another injection with unspecified juvéderm voluma in the cheek bone area. About 2 months later, the patient developed lumps in the nasolabial folds and later lumps developed in the lower mouth area. Patient was treated with kenacort injections and ciprofloxacin, clarithromycin and minocycline. Then the high cheek bone area started to develop a lump. The patient's left side started to swell and the eyes became swollen. Patient has also been treated with oral steroids. Symptoms only went down when steroids and antibiotics were used to control the problem. Patient also mentioned that the lumps were moving from one area to another. Patient has also noted having developed a delayed biofilm reaction and granulomas. Patient had also been treated with hyalase. Symptoms were thought to have settled about 2 months after onset, but then the patient started to have "spherical granulomas again and discolouration" which the patient had used dermablend foundation for whitening. The patient wakes up every morning with lumps on their face. The patient noted that the symptoms were "affecting [their] job" and have had other people asking about the issues with their face. Symptoms are ongoing. Patient concomitantly takes femara. This is the same event and the same patient reported under MDR ID #3005113652-2017-01516 (allergan complaint # (B)(4)) and MDR ID #3005113652-2017-01518 (allergan complaint # (B)(4)). This MDR is being submitted for the second suspect product, juvéderm volift with lidocaine, also a device manufactured by allergan.